Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a revision breast augmentation with two mentor memorygel breast implant prostheses (left: 400cc, right: 375cc) and experienced bilateral breast ptosis and right-sided grade IV capsular contracture postoperatively. The diagnosis was confirmed via physical examination. As a result, the patient underwent removal and replacement with a 375cc mentor memorygel breast implant( right catalog #: 350-3751bc, right serial #: (B)(4) for the right side and surgical intervention (mastopexy) for the left side on (B)(6) 2021. This report is for the left-sided prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).